Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular (rv) lead exhibited noise episodes. The patient was pacemaker dependent. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.